Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2019 the patient experienced an early sensor expiration notice. No additional event or patient information is available. No product or data were provided for evaluation. The confirmation of  the complaint is undetermined. A probable cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that early sensor expiration occurred. The product was evaluated. An external visual inspection was performed and passed. A voltage test was performed and failed due to a lack of voltage in the transmitter. The log was downloaded but could not be reviewed as there was no data available in the log. The allegation and probable cause could not be determined via product. No injury or medical intervention was reported.